Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that lens showing a white haze, a ¿cloudy effect,¿ and a layer of ¿dirt¿ that obstructed clear vision and degraded the image. Noticed at the time of connecting to the video feed / patient on the intubation table / prior to incision. Incident occur during the procedure. There was no direct impact on the patient. There was a delay of 20 minutes. Moisture from the scope cannot be wiped off. Hence there was a foggy image.